Manufacturer narrative:
The company device was not returned for evaluation. Only the lens was returned taped to surgical gauzes, inside the device carton. Viscoelastic and adhesive was observed on the lens. No lens damage observed. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the complaint. Viscoelastic was dried on the lens. No lens damage observed. Not enough information was provided to determine if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. A follow up attempt was made for more details of the event. No additional information has been provided at this time. The file will be reopened if information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of problems in engaging the intraocular lens (iol). Additional information has been requested.